Manufacturer narrative:
The automated impella controller device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, the automated impella controller (aic) had a purge pressure transmitter installation failure/purge line click-on not detected alarm. Staff checked the connection on the purge cassette and there were no issues. The aic was replaced. There was no patient harm.

Manufacturer narrative:
The investigation into the aic - purge issue ¿ other has been completed since the initial report was submitted. The console was returned, tested, and visually inspected. The issue with detecting the purge disc was confirmed, and the purge flag was discovered to be broken. The root cause for the purge not detected alarm was a broken purge flag.